Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while on stomach, the reinforced material was still not released from the reload and the knife did not cut it all the way through. The surgeon had to manually try to remove the reload and tissue with a laparoscopic scissor. There was no patient injury.